Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The reported serious adverse event was confirmed to be a non-related dexcom event.

Manufacturer narrative:
(B)(4). 3004753838-2025-188481 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that physical damage occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, they had to call emergency medical services (ems) twice on the same day because the sensor was not working due to physical damage. The calls to ems occurred an unspecified number of days after the transmitter holder broke. The patient stated that it popped out. The patient stated although he has a bg meter, he has hypoglycemia unawareness and needs a sensor to alert him especially when he is asleep. The length of time out of an active sensor session was not described. There were no other details about symptoms or treatment. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.